Event description:
The surgeon was performing a right arthroscopy knee meniscus repair with partial excision. A repair device from arthrex was utilized and attempt was made to get the proper angle for insertion of the suture. Due to the tight space and the angle necessary the tip of the initial fixation device broke off and was through the back capsule of the joint. The suture was removed. C-arm was brought into the room to identify the location of the tip of the device. A small incision was made posterior to the knee and blunt dissection was carried down until the device was palpated. A clamp was used to remove the tip of the fixation device.